Event description:
It was reported that a merlin.net showed that the patient received high voltage therapies. It was the physicians opinion that the therapies were not always efficient. The physician decided to not take any action at this time. The patient condition was good.

Manufacturer narrative:
.